Event description:
Our affiliate is reporting that a patient returned to the surgeon with an infection in the knee. The original surgery, acl reconstruction using hamstrings auto grafts was performed in 2006. The patient returned 3 months later with signs of infection. A course fluoxin was prescribed and there was reduction in the symptoms. The patient returned in 2007. The area was washed out and a culture swap revealed staphylococcus aureus. More antibiotics were prescribed. The acl remains intact and secure.

Manufacturer narrative:
Our affiliate is reporting the acl is intact and the devices are still implanted and not being returned for evaluation. No lot numbers have not been supplied, which precludes conducting either a physical evaluation or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. As such we cannot determine what may have caused the user to experience the reported. It was reported by the facility the site cultured staphylococcus aureus. However, if the complaint device is returned to depuy mitek at some point in the future it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.